Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was electively explanted for a technology upgrade. The recipient was reimplanted with another cochlear device. The recipient has healed following surgery.

Manufacturer narrative:
Additional information section: d.4 & h.6. Advanced bionics considers the investigation into this reportable event as closed. The device will not be returned. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.4 & h.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.